Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the loss of diagnostic image during a procedure. There is no report of pt injury.